Event description:
A malfunction occurred with a pump that would not charge, and the device became very hot. There was no reported impact on the customer's blood glucose level. The pump was set to be returned for evaluation, and a replacement pump was sent to the customer.

Manufacturer narrative:
Correction: b5: pump battery had shut off. H6: medical device code a141204 added.